Event description:
The customer reported "unit was running on internal battery and got bat low alarm, plugged unit into ac power (vent did show external power led lit) and after a few mins of operation, the vent shut down - no volume delivered. Nurse able to restart vent without further problems". No pt harm reported.